Manufacturer narrative:
(B)(4). The manufacturer, nipro, performed a batch review for lot number 13b07e with no issues noted during the manufacturing process. Additionally, nipro performed testing on retained samples and no problem was found. Evaluation of the returned samples identified leakage out of the dialysate port at the venous end of the dialyzer. Nipro's manufacturing records, inspection records and retained sample testing found no abnormalities. Therefore, the cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a blood leak coincident with a single use exeltra dialyzer during hemodialysis (hd) therapy. Prior to the start of therapy the fistula was declotted. Therapy was initiated and a blood leak occurred from the dialyzer fiber. The blood leak was discovered via a blood leak alarm and visual observation. The blood leak was also confirmed by a hemastix test at the hanson connector. The blood was not returned to the patient. The estimated blood loss volume was 150-250 ml. The dialyzer was changed and therapy was restarted using another single use exeltra dialyzer. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed. There was leakage from the fibers as bubbles came out of the dialysate port. The initial evaluation confirmed the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).